Manufacturer narrative:
The insulin pump was received with intermittent act and down arrow button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with partially broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer was not able to clear the alarm. The customer stated that he was walking when it went off, this evening it was sitting in his blood glucose away from him. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan until replacement arrives.